Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
The device was implanted via l-p shunt to a (B)(6) year-old male with inph on (B)(6) 2016. Since a shunt infection was suspected due to fever on (B)(6) 2016, the device and the lumbar catheter (manufactured by other company) were removed on (B)(6) 2016. During the removal, the abdominal catheter was found broken at the connection part with the valve, and it was left in the patient's body. The patient is currently being monitored and a revision is planned after the patient recovers from infection.